Event description:
Caller reported a malfunction on pump, identified by the malfunction code malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, assisted the caller with the process, and confirmed the malfunction did not recur after the reset. Caller was informed to contact support if the issue arose again, and they acknowledged the instructions.